Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a peritoneal dialysis catheter. The customer reports a pt experienced a leak from the pd catheter due to a hole in the tubing, where the adapter fits into the tubing. The customer also reports the pt had not properly secure the catheter to herself and when she moved around, the catheter would bend back and forth around the adapter and the adapter wore a hole in the catheter.

Manufacturer narrative:
(B)(4). An investigation is currently underway; upon completion the results will be forwarded.